Event description:
Reportedly, the pt had a reoperation in 2005 due to a leak in 5% of the staple line. The surgeon insists was unable to tell the company representative that any staples were malformed or what caused the staple line to open. The surgeon states that the pt exhibited no co-morbidities that would cause a leak.